Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they are unable to get insulin out of the tubing while manually priming the tubing. Customer's blood glucose level was 200 mg/dl at the time of incident. Customer stated that insulin was not going through the lock of the syringe and nothing filling the tubing. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no occluded anomaly during filling.